Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported aic - battery charging/other issues has been completed. Console logs from the reported day of event are consistent with complaint and show one instance where alarm #50 (¿emergency shutdown imminent¿) was not followed by controller shutdown. On another occasion, the console performed shutdown reportedly without the operator pressing the power button. In the course of troubleshooting the power button was replaced but issue was not resolved. After the pbm was replaced, however, the issue was resolved, proving that pbm assembly was defective. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) showed an "emergency shutdown imminent" error message during a power charge test. However, after a couple of minutes of the alarm, the shutdown did not happen. There was no reported patient involvement.